Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available.

Event description:
The subject device was used during a laparoscopic procedure of liver. The probe was broken adn fell off inside the pt. The broken tip was retrieved by the surgeon. The procedure was completed with monopolar device. There was no pt injury reported.